Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime, occlusion and excessive no delivery test. Insulin pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o ring and minor scratches on the display window noted.

Event description:
Customer reported via phone call that they had a chip on the insulin pump where the reservoir screws in. Customer stated that they had a crack about a month ago which chipped off recently. Customer mentioned dropping the insulin pump on occasions. Customer also mentioned that they had blood glucose readings of 39 mg/dl at three in the morning. Customer's blood glucose reading at the time of the call was 239 mg/dl. Customer was advised to revert to a back up plan as the insulin pump is being replaced.